Event description:
Ous MDR - after an implantation period of approx. 89 months, oversensing was reported via home monitoring. The lead was explanted. Should additional information become available this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 52 cm proximal to the lead tip. Only the distal fragment was received for analysis. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed multiple signs of wear along the lead fragment. Particularly 16.5 cm proximal to the lead tip the insulation was found rubbed through which can be considered as the root cause of the reported oversensing. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress due to interaction with another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. Furthermore the shock coil was deformed which most likely resulted from the extraction procedure. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.